Event description:
The patient experienced constant pain and stated an MRI had diagnosed granuloma. The plan was to explant the pump. Subsequently, another physician recommended emptying the pump and leaving it in place. The pump remains implanted at the time of this report.